Manufacturer narrative:
Pump received with severely scratched display window, broken reservoir tube lip (however the test reservoir was held inside of the reservoir compartment) and missing reservoir tube o-ring.

Event description:
Customer's mother reported via phone call that customer experienced physical damage of insulin pump. It was reported that a piece was missing from reservoir compartment. It was not known how damage occurred. Customer's blood glucose was 500 mg/dl. Customer was advised that insulin pump would need to be replaced.